Manufacturer narrative:
Complaint is confirmed. Upon visual evaluation, the eyelet is broken, and the anchor has no damage. The most likely cause of this condition is by applying excessive force used to pry and/or leverage the device. The cause remains error use.

Event description:
It was reported that during a shoulder arthroscopy the tip of multiple anchors kept breaking where the tape was inserted. Due to this failure the planned surgery had to be aborted and an additional surgery will be scheduled.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.